Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices and one starclose se device are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using three proglide devices with a 6f sheath after a right superficial femoral artery angioplasty procedure. Reportedly, a cuff miss occurred with all three proglide devices. A starclose se clip was deployed; however, there was oozing and a small hematoma at the access site. A femostop was used to treat the hematoma and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.